Manufacturer narrative:
B3: the event date was estimated no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had been experiencing low flow alarms since aug2023. It was attributed to the left ventricular assist device (lvad) position and fluid status. It was noted that the patient was also admitted for gastrointestinal (gi) bleed with hemoglobin of 4.6. It was noted that could be a contributing factor to the low flow alarm. The patient had gi related imaging studies to identify the source of the gi bleeding. The patient required transfusions and underwent appropriate scoping modalities; their hemoglobin stabilized. Log files from 23apr2024 to 28apr2024 were submitted for review. The log file captured some intermittent low flow events over the course of the data capture. There were no other unusual events noted in the log file. It was noted that the low flow events appeared to be patient related and not ventricular assist device (vad) related. It was noted that the patient also had an ungrounded cable that appeared to be working well. Related manufacturer reference number: 2916596-2022-00523 (concern for short-to-shield and the patient was provided an ungrounded patient cable)

Manufacturer narrative:
Section d1: corrected. Section d4: corrected catalog number and UDI. Section h6: corrected health effect - impact code. Manufacturer's investigation conclusion: review of the submitted log file confirmed low flow events, which the account attributed to pump position and fluid status. The reported pump malposition could not be confirmed through this evaluation, as no images were submitted and the device remains in use. A direct correlation between the heartmate ii left ventricular assist system (lvas), serial number vad-12644, and the reported gastrointestinal bleeding, hypertension, and fluid status could not be conclusively established through this evaluation. The submitted log file contained events from 23apr2024 ¿ 28apr2024. Several low flow hazard events were captured throughout the file. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed throughout the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number vad-(B)(6). The relevant sections of the device history records for vad-(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate ii lvas patient handbook rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and hypertension, that may be associated with the use of the heartmate ii lvas. Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 1 of the IFU also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. This section also explains that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Furthermore, section 6 states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 5 outlines steps to ensure the proper placement of the pump and inflow cannula. Care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump can also be found in this section. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline hazard and advisory alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Furthermore, the patient handbook contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been experiencing low flow alarms. The patient had reported elevated pulsatility index (pi) and there was a documented doppler pressure of 116mmhg in (B)(6) 2024 with lower flow readings which kept with hypertension. It was noted that the patient was admitted for an elective cataract surgery and had normalized blood pressures with pi readings that had appropriately trended down and was without low flow alarms.